Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported a fresenius optiflux 200nre dialyzer that leaked during a patient treatment. The blood leak was visually confirmed as an external blood leak that leaked from the header threads of the dialyzer. The patient¿s estimated blood loss (ebl) was reported as 3ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment was completed successfully with new supplies. The complaint device was confirmed as not available for return.

Manufacturer narrative:
Correction: MFR site plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Changed from reuse to initial use of device the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.